Event description:
The customer reported that pump serial number (B)(4) intermittently shuts off. There was no pt injury reported. No further info was available.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was received by baxter for evaluation. Review of the history log shows multiple events of "importer shutdown." Evaluation found both negative pin on the back flex depress and unable to rebound as designed interrupting battery power causing the reported symptom of "unit turns of intermittently shuts off." The backflex was replaced.